Manufacturer narrative:
No device was returned to nuvasive for evaluation; the reported event was confirmed by review of a photograph of the retrieved piece. Operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. However, potential causes of the type of cage fracture noted in the provided photograph are: - twisting of the inserter/implant in an effort to maximize distraction of the disc space between vertebral bodies; or - off-axis impact with the mallet; or - micro motion at the implant / inserter interface if the implant cage is not fully threaded or over-tightened onto the inserter. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage... Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one (1) level extreme lateral interbody fusion at l2/l3. During the procedure, as the surgeon inserted the interbody cage into the l2/l3 disc space, the cage fractured at the proximal edge where it mates with the inserter. The fractured portion was retrieved and the remainder of the device was implanted into the disc space. No patient consequences have been reported as a result of the malfunction.